Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report symptom - pump had system error 7 alarms while on patient. The pump was exchanged off the patient. There were no reported injuries or complications to the patient. Findings/action taken: replaced control head and umbilical cable. The iabp is still in warranty.